Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 18-dec-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had a catheter revision. No other information was reported. No further complications were reported.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the patient had increased pain and increased reservoir volumes during refills. It was unknown when the issue began or the patient's weight. It was noted the issue resolved. Additional information received from a manufacture representative reported the cause of the increased pain and increased reservoir volumes was a broken catheter. The reservoir volumes was unknown.